Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that connector screw will not easily connect into the nail. There was 2 of the same connector screw in the instrument set, so the just used the other one, without any problems. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed for the subject device (part number 03.010.044, lot 1479637). The connecting screw shows regular use marks and the thread is damaged. Investigation of documentation for production and material gives evidence that the instrument was produced under specifications in may 2006. Failure in material or production could not be detected. Based on these findings it was concluded that the cause of failure is not due to any manufacturing non-conformances and it is assumed that there was a technical complication during tighten of the connecting screw. No product fault could be detected. The root cause is that the device is worn from normal use and servicing. The complaint issue was confirmed, however, the complaint issue is not related to manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.